Manufacturer narrative:
The probable root cause of error m-36 is attributed to installation issues preventing energy activation. The instrument may be installed on the patient side cart arm, but the energy cord may not be properly connected to the instrument and/or generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found that the erbe returned for failure analysis with reported problem: "erbe replacement error m-36". The reported problem was able to be confirmed using artemis, error m-36 09/25/2025 08:50:28 am. Upon visual inspection there was no issue found that would be related to the reported event. The erbe was tested using system, the unit energized and cauterized al ports and instruments without an issue. Erbr log shows m-36 and m-b0 error. As a result of these findings, the root cause of the reported event could not be determined because the unit is an OEM product and cannot be opened on site for further investigation. The erbe will be sent to OEM for further investigation. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is could not be established.

Event description:
It was reported that during a da vinci-assisted surgical procedure, errors keep appearing after power cycle and restarts of the system. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The integrated electrosurgical unit (iesu) was replaced by the fse to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive the iesu involved with this complaint to perform failure analysis.

Manufacturer narrative:
Correction: the g3 date was incorrect of 12/24/2025 in the last submitted follow up MDR. The correct g3 date is 11/24/2025.

Event description:
Refer to h11 for follow-up information.